Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2023, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Post the procedure, chemotherapy was interrupted due to poor infusion flow and the development of subcutaneous swelling during administration. Although blood backflow was confirmed and x ray imaging revealed no abnormalities, chemotherapy was resumed as instructed by the attending physician. However, catheter had a hole and swelling occurred inside patients body. 2 years 5 months and 21 days later procedure the product was removed. The current status of the patient was unknown.